Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect clinical codes.

Manufacturer narrative:
D10: (B)(6), 164-01-16 - element-stem, collarless w/ha, std offset, sz 16. (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6), 186-01-56 - integrip cc, cluster 56mm,g3. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 79 months after a left total hip replacement procedure, the patient has experienced prosthesis wear, pain and restriction of motion, unable to attend to tasks of daily living, loss of consortium, further surgery needed to remove the device. No further issues or complications were reported. No additional information is available.